Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's husband that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose level of 404 mg/dl and that the device may not be delivering insulin. Customer advised to disconnect from pump. Customer's husband declined troubleshooting until wife was well rested. Advised to change entire set and to call back if issue persists. Customer's blood glucose level was 371 mg/dl at time of reporting. Nothing further reported.